Event description:
Customer called to report a leak on this set by the spike. Leak occurred during patient use. Patient was receiving a taxol treatment. Set was replaced for patient. No patient injury has been reported at this time. Unused samples are available for evaluation. No additional patient information is available at this time.